Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare provider, later confirmed, capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿ no other observation observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side capsular contracture baker grade unknown with "double bubble." Healthcare professional later reported capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported left side capsular contracture baker grade unknown with "double bubble." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.